Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.

Event description:
It was reported that the patient underwent three shoulder replacement surgeries over the past 4.5 years. The first implant reportedly failed (¿fell apart¿) last summer, followed by failure of the second implant during which the patient stated the screws damaged the surrounding shoulder tissue. A third shoulder replacement surgery was performed in july of this year.